Manufacturer narrative:
Date sent to the FDA: 12/16/2020. Additional information: a2.

Manufacturer narrative:
Date sent to the FDA: 1/19/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 1/19/2021. Corrected information: d4 - product code.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent partial removal surgery and revision surgery on (B)(6) 2018 during which the surgeon noted dense adhesions between the omentum, bowel and mesh. This required extensive lysis of adhesions and omentectomy. It was reported that the patient experienced severe pain. No additional information is provided.